Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: review of the device history record(s) on product code 04.038.305s with lot number h738487 showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Event description:
This is 2 of 2 for (B)(4). It was reported by the sales rep that on unknown date, the patient presented with 235mm tfna and non union after 5 months of surgery for an intertroch fracture. There was also a lateral femoral wall fracture below the blade hole. The nail broke at the proximal hole. The nail and blade were removed and revised to a long tfna and lag screw. The status of the patient post hardware removal was unknown. No additional information was provided. This report is for one (1) tfna helical blade 105mm sterile device. This complaint involves two (2) devices.